Event description:
It was reported that during a routine follow-up, and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.